Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, high ventricular rate response was observed with oversensing issue on the ventricular lead. Upon diagnostic review, one hundred and sixty one ventricular lead noise issues and six high ventricular rate response issue was observed since march 2018. Patient is ventricular paced. It was recommended to bring the patient in clinic to perform isometric testing to see if noise can be reproduced. Programming changes were made and the ventricular lead was satisfactory and stable. No further information is available.